Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged partial graft failure is related to prevena plus¿ therapy. Device was disposed by facility.

Event description:
On (B)(6) 2017, kci quality engineering confirmed that the facility disposed of the prevena plus¿ 125 therapy unit, and is not available for evaluation in kci quality engineering. Therefore, kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged partial graft failure is related to prevena plus¿ therapy. It is unknown if medical or surgical intervention was required. There have been several attempts made to gather additional information, but there has been no response. No additional information is available. Device identifier not provided.

Event description:
On feb 18 2017, the following information was reported to kci by the patient's family member: the patient experienced a technical issue with prevena therapy. It was stated that the type of dressing was unknown as the wound is covered by bandaging that was placed in the operating room. The wound is located on right heel graft. On (B)(6) 2017, the following information was reported to kci by the patient's family member: the patient was seen by physician assistant on (B)(6) 2017, and the skin graft was healing well with the exception of one small area. No additional information is available. The unit's lot number was not provided, therefore kci cannot conduct a device evaluation of the unit.

Manufacturer narrative:
(B)(4) is submitted on mar 14 2017: model # entered as wndprv. Correction: d4 model # wndppl.